Event description:
"The manufacturer became aware of an allegation of ds2adv auto CPAP that the patient alleges the unit has service required error. A device was returned to a third-party service center. During the evaluation of the device, the complaint was not replicated, the device does not turn on because pca is burned. The device was scrapped. At this time, no further investigation can be performed. If any additional is received, a follow up report will be filed."